Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead pulled back. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on both the distal and proximal conductors of the lead, which were not obstructed. Concomitant products: 4592 implantable pacing lead - (B)(6) 2002; 5076 implantable pacing lead - (B)(6) 2002. (B)(4).